Manufacturer narrative:
(B)(6). Method: the subject device ojr414 optiflow junior 2 nasal cannula m was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information, photograph(s) and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph(s) of ojr414 optiflow junior 2 nasal cannula m revealed that both the tubes were detached from the swivel grip tube joint, confirming the reported fault. Conclusion: without the return of subject device for evaluation, we are unable to determine the exact cause of the reported fault. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions which accompany the subject device ojr414 optiflow junior 2 nasal cannula m show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A third-party vendor in ohio reported on behalf of a healthcare facility that an ojr414 optiflow junior 2 nasal cannula m's tubing was detached from the swivel grip tube joint when the healthcare facility tried to remove the patient's shirt. The third-party vendor further reported that the healthcare facility could have pulled the cannula tubing to disconnect the cannula instead of the yellow connector. There was no reported patient consequence.

Event description:
A third-party vendor in ohio reported on behalf of a healthcare facility that an ojr414 optiflow junior 2 nasal cannula m's tubing was detached from the swivel grip tube joint when the healthcare facility tried to remove the patient's shirt. The third-party vendor further reported that the healthcare facility could have pulled the cannula tubing to disconnect the cannula instead of the yellow connector. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.